Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial lead had high impedance and high threshold due to a problem with the header on the implantable pulse generator (ipg). The device was explanted and replaced. There were no performance issues with the atrial lead. No patient complications have been reported as a result of this event.